Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no new reportable malfunction. Based on the results of the investigation, it is likely that the following led to the malfunction: the video connector was damaged, and the airtightness could not be maintained, leading to the watertight failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video connector of the camera head side was cracked and had water invasion. There were no reports of patient harm.